Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient reported the pump was a piece of crap. The pump was damaged during an MRI and it had not worked since. The patient said the pump causes nothing but problems. Dilaudid was previously being delivered by the pump, but the pump was currently delivering only saline. The concentrations, doses, and lot numbers were unknown. The patient was working to get the pump taken out. It was unknown if this was a gradual or sudden change in therapy/symptoms. The indications for use were non-malignant pain and failed back surgery syndrome. The timeline of the issue, the circumstances leading to the MRI that reportedly damaged the pump, and the steps taken to resolve the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the hcp continued to fill the pump after the alleged damage from the MRI, but she was not getting any relief from the therapy. The drug could not go through. The patient had to have saline in the pump for a year, and then they would explant the pump. She was waiting for the year to be up. The patient noted that the pump was nothing but trouble. If additional information becomes available, the event will be updated.